Event description:
Procedure: hysterectomy. According to the reporter: 9 mm taper needle came off the end of an endo-stitch polysorb suture device during a total abdominal hysterectomy procedure. A review of the abdominal x-ray determine that the 9 mm straight needle was possibly lost within the patients pelvis.

Manufacturer narrative:
(B)(4)